Manufacturer narrative:
Date sent to the FDA: (B)(4) 2016.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by vet that the animal underwent an animal surgical procedure on unknown date and suture was used. In unknown timeframe post-surgery, suturing came untied at the surgical site.